Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femoral component catalogue# 183032 lot# unknown, vanguard bearing catalogue# 183462 lot# unknown, biomet tibial tray catalogue# 141225 lot# unknown, biomet patella catalogue# 184786 lot# unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07997, 0001825034-2018-07996, 0001825034-2018-07997, 0001825034-2018-09127, 0001825034-2018-09129.

Event description:
It was reported a patient underwent an initial left total knee arthroplasty. Subsequently, patient underwent left knee manipulation two months post-op. It was further reported that the patient experienced pain and limited range of motion.